Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a gyn procedure the tip came into contact with metal and broke off. X-rays were taken multiple times and the tip was not located inside the patient. The staff did not find the tip but are confident that it is not inside the patient. It is unknown how the procedure was completed and there were no patient consequences.